Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient had an episode of true vt/vf. Undersensing was noted on the far-field and went passive allowing appropriate atp to treat the arrhythmia. It was suggested bringing the patient in for lead testing and consider programming change. No further information available.